Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, during the anastomosis between duodenum and the gastric stump, the stapler cut but didn't apply the clips. The audible feedback was heard. The clips were not found inside the stapler neither above the patient. The procedure was carried out by using a new device. There were no adverse consequences for the patient.